Event description:
Customer reports: "employee was shocked when touching the cord. The customer examined the cord, and wasn't able to find a hole initially. He did reexamine the cord and thinks the hole might be near the plug. This incident happened on (B)(6) 2013. No treatment needed for the employee. The employee is okay."

Manufacturer narrative:
The reported complaint was confirmed. Power cord part number (B)(4) had pin-hole near plug; ac power was intermittent. The insulation appeared to be punctured from external force. There was no indication the cord had any manufacturing defect. The cord was replaced and the device was tested and met all specifications.